Manufacturer narrative:
The coil sheath of the subject device was returned to omsc for evaluation. The evaluation confirmed that the end of the loop was lodged between inside of the coil sheath and the hook of the subject device, however, there were no other abnormalities related to the phenomenon in the subject device. The (B)(4) instruction manual already states; warnings: when removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the instrument. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during a colonoscopy and polypectomy, the user successfully placed and tightened the loop oer a polyp using subject device, however could not release the loop from the subject device. The facility reportedly abandoned the polypectomy and treated the target lesion with an endoscopic submucosal resection (esd). The loop and the subject device were removed after the esd. The procedure time was extended for 40 minutes however there was no report of pt injury regarding this report.